Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump an unknown indication for use. The medication dose was titrated up several times and working fine. The consumer heard from their neurologist of an unknown patient that was having similar issues. The consumer experienced a return of spasticity. The patient was scheduled to have a catheter dye study to check where the front catheter was leaking. The consumer thought it was not a coincidence that two patients from the same office had the same problem. The consumer alleged the catheter was failing or the pump-catheter connection was faulty. No further information was able to be obtained. Please refer to mfg. Report #3007566237-2016-02779 for information pertaining to the unknown initial reporter. The medwatch # mw5062561 is attached.